Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during the programming of a bolus. The customer's blood glucose was 200 mg/dl. She stated that she may have pressed the act button for 3 minutes or longer. She also reported that the insulin pump alarmed failed battery test as well. Upon removal and reinsertion of the same battery, the failed battery test alarm recurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. She declined to troubleshoot for the failed battery test alarm.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with normal operating currents and no unexpected battery alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.